Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope at home and another syncopal episode on the way to the hospital in the ambulance. Boston scientific technical services (ts) was consulted to review the remote interrogation and found that there were rhythmiq episodes during both syncopal events where there was loss of a v synchrony. Ts suggested possibly programming rhythmiq off in the implantable cardioverter defibrillator (ICD). No reprogramming was performed at that time and the patient was referred to another facility. The ICD remains in service and no additional adverse patient effects were reported.